Manufacturer narrative:
The pump gave a button error alarm and no button response due to moisture damage on the keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad. The buttons were still unresponsive after a new battery was inserted. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to insulin shots. The customer was advised that the device would be replaced and agreed to return the product for analysis.